Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead had an infection and was planned for a system extraction. There were no additional adverse patient effects reported. All available information indicates that the ra lead remains in service.